Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose level has been elevated to 400-500mg/dl over the weekend. The patient has reportedly been experiencing air bubbles in the cartridge and tubing. The patient's cartridge filling technique was reviewed and was found to be incorrect. The patient reportedly was not cycling the cartridge prior to filling and was not removing bubbles correctly prior to insertion of the cartridge in the pump. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to use error.

Manufacturer narrative:
The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.